Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) as well as the right ventricular (rv) lead exhibited episodes of noise. The ICD was explanted and replaced, and the rv lead was revised and replaced. The patient was discharged.

Event description:
New information received indicates that the noise exhibited by the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was over-sensed and resulted in the delivery of inappropriate shocks.